Event description:
It was reported that the ventilator generated two technical error alarms during treatment. One indicating disabled valves and the other one an internal memory error. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Information from the hospital stated, the hospital's biomed department restarted the ventilator and the technical errors were not able to be duplicated. The ventilator has been passing pre-use checks tests and the customer will be returning the ventilator to clinical service. The customer has not requested service, and has not provided the logs from the ventilator. No parts or logs have been returned. Therefore no investigation has been performed. We are unable to provide, determine or confirm the true root cause of the reported event.

Event description:
(B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. No fault was found and no parts were replaced, the device logs were downloaded and received for further evaluation. Our evaluation of the received device logs showed that a software error alarm indicating failed handling of remaining nebulizing time was generated four times in a row. This prompted automatic restarts of the breathing sub-system to rectify the detected problem after each of these software error alarms. After four unsuccessful restarts, with persistent inability to handle the remaining nebulization time, the ventilator per design subsequently generated one technical error indicating disabled valves. The conditions causing this problem were lost when the ventilator, manually, was turned off and on again, which indicates that the cause was a temporary corruption of data, or data that was momentarily perceived as corrupt, by the breathing sub-system at the time. In conjunction with the four unsuccessful restarts attempts, the breathing sub-system could not connect to its persistent memory which has parameter information stored. The conclusion is, that a problem occurred with the breathing sub-system. It was detected by the system and alarms were generated. The cause was a temporary corruption of data. The reason why this corruption of data occurred has not been determined. The logs showed that the date of event was (B)(6) 2016 and therefore the date of event has been updated accordingly.

Event description:
(B)(4).